Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user was unable to gather medication during critical override mode. A technical support specialist (tss) informed that user was able to redo the steps up to the point where the medication did not populate in override. The station database was at 8.5 gb, and an instance not found error appeared in the med application log. The tss resynchronized the station, and the station was working afterward. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es would not provide the medication even when the user put the station into critical override mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.